Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator (ICD) exhibited intermittent sensing due to pseudo-fusion. The product will continue to be monitored. There were no patient consequences.